Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.

Event description:
Per report received from japan, a patient who had macrocytic anemia underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 20 mm sapien 3 ultra resilia (s3ur) valve. The valve was landed in a 90:10 aortic/ventricular position as intended with nominal volume, and a post dilation was performed with 1 ml more than nominal volume. After the valve deployment, although no pvl was observed in transesophageal echocardiography (tee), aortography (aog) revealed pvl (degree unknown). The patient was discharged 1 week after the tavr. Ten days after discharge, the patient was re-admitted for lightheadedness due to anemia (hb 6 g/dl). Blood transfusion was performed, but hemoglobin did not improve, and lactate dehydrogenase (ldh) increased. Tte revealed mild-moderate pvl, and the patient was diagnosed with hemolytic anemia. Per additional information, post dilation with a 22mm non-edwards balloon dilatation catheter was performed. The balloon was inflated 4 times (with 1atm, 1.5atm, 2.0atm and 2.5atm, which exceeds rbp), but decrease of moderate pvl was not observed in aog or tte.

Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of additional information and engineering evaluation findings. Sections b4, b5, g3, g6, h2, h6: device code, type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Imagery was provided and reviewed and the following observations were noted: echo shows anterior moderate pvl in the area between the right and left cusps. Fluoro shows the valve is positioned 100/0 aortic/ventricular (malposition) on the anterior side, and on the posterior side, the valve is inside the annulus. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from heart-lung bypass or a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Mild, compensated hemolysis associated with prosthetic heart valves is not uncommon. It is usually associated with either structural deterioration or paravalvular leak. Severe hemolysis is rare, however, and usually reflects paravalvular leak. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate 90:10 aortic/ventricular position and mild-moderate pvl may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment and CAPA were initiated to document the investigation and assess associated risk for this event. The complaints for "deployed valve exhibits paravalvular leak" and "malpositioned thv" were confirmed based on imagery review. A review of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "the patient who had macrocytic anemia underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 20 mm sapien 3 ultra resilia (s3ur) valve. The valve was landed in a 90:10 aortic/ventricular position as intended with nominal volume, and a post dilation was performed with 1 ml more than nominal volume. Tte revealed mild-moderate pvl, and the patient was diagnosed with hemolytic anemia. Additionally, imagery review confirmed malpositioned thv and annulus was calcified." Malpositioned thv: per the instructions for use (IFU), valve malposition is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. In this case, it was likely procedural factors. Per training manual, ensure fluoroscopic view used for deployment is the coplanar view where inferior aspect of all 3 cusps are on same plane; consider coaxial alignment of catheter to the aortic annulus; if positioning is difficult using fluoroscopy alone, consider using both fluoroscopy and echo. As such, available information suggests that procedural factors (valve position and deployment techniques) may have resulted in the complaint event. Deployed valve exhibits paravalvular leak: per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra resilia thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The procedural training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, patient had calcified native annulus, which can create irregular contact between the pvl skirt and target site, resulting in paravalvular leak. Furthermore, thv was malposition, which could also compromise the seal between the pvl skirt and target site, leading to paravalvular leak. As such available information suggests that patient factors (calcification) and/or procedural factors (thv malpositioned) may have resulted in the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As per additional information received, fluoroscopy was reviewed and it was observed that the valve deployment position was 100:0 aortic/ventricular position.